Manufacturer narrative:
Other, other text: device evaluation: the tamper seal was not removed or broken. No external damage observed. Event history log shows check syringe plunger sensor error. Set-up for flow test - medfusion testing procedure. The problem was duplicated. The q1 chip was loose on the plunger pcb. Replaced plunger pcb. Performed function and delivery tests. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Event description:
It was reported that there was an error syringe plunger not in place warranty. No patient involvement reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.